Event description:
A malfunction alarm was reported by the customer, identified by the code malf 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump, assisted the customer with the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue recurred, which the customer acknowledged and understood.